Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was delayed, as it was found that fault with hard disk of the ip pc. The philips engineer performed, hard disk 1,2,3 restoration from ip pc, recreated the image storage frontal, deleted, and refreshed the archived list and the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer, recreated the image storage frontal and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that at times the fluoroscopy was delayed and at times fluoroscopy stopped. No harm to the patient has been reported to philips.